Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (INS) for unknown indications for use. It was reported that everything was going good and working great until about a week ago and they were getting up to go to the bathroom every 2 hours at night/their frequency symptoms returned. The patient stated relevant medical information: that they'd been diagnosed with prostate cancer and they began radiation treatment on (b)(6) 2026, had 10 treatments so far, and they were scheduled to have a total of 28 treatments. They said they had 4 radiation sessions that week they started the treatment and 3-4 treatments the week after and they started noticing after about 3-4 treatments that they were having to get up to go to the bathroom every 2 hours at night. The patient said they'd started increasing the stimulation on program 1 little by little but it hadn't been making a difference. The patient said they tried to increase the stimulation again today ((b)(6) 2026) but couldn't go past 6.2 mA because they got a maximum settings message. The patient said 6.2 mA was the highest they'd ever gone. Patient Services (PS) asked the patient if they'd had any falls or traumas that could have led to the issue and the patient said they'd fallen on (b)(6) 2026 after their doctor had recommended they take a medication (PS thinks the patient said Tamsulosin but is not sure) which lowered their blood pressure and caused them to pass out and they fell. The patient said they didn't hit their head and they didn't think it had done anything to their implant because they said they'd fallen on their ribs. They stated they hit on their front ribs and they didn't think the implanted system took an impact from the fall. PS reviewed the role of PS with the patient as well as the meaning of the maximum settings message and compatibility considerations for radiation. The patient said their care team was well aware of the INS and seemed to be taking precautions during the treatments. The patient said they considered maybe switching to a new program to see if a new program helped as program 1 didn't seem to be doing much. PS reviewed they certainly could try a different program but warned they could get a maximum settings message again and redirected the patient to follow up with their managing Health Care Provider (HCP) to further address the issue, check the implanted system and to discuss their symptom concerns. The Patient stated their HCP told them they "just implant them" and told them to call the manufacturer company if they needed assistance. PS reviewed the role of the manufacturer company representative (rep) and reviewed the HCP could page a rep to come to an appointment to help assess the issue if needed but the patient should reach out to their HCP about the issue as the clinic would need to page the rep if a rep was needed. The patient said they knew of a rep and thought they had their number but they hadn't told the rep about any of this so they said they would reach out to their HCP office to request a rep be scheduled for a future appointment to assess the device.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.